Manufacturer narrative:
Upon receipt of additional information, it was determined that this event should not have been reported under this MFR number. The initial report should be voided and a new report has been filed under (B)(4)'s MFR 9613350-2016-00962.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient had a left hip revision approximately 8 years post implantation due to cup loosening, pain, elevated metal ion levels consistent with metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Revision operative report notes loosening of the acetabular cup, malpositioned femoral stem, metallosis, cyst formation, black granulation tissue, and pseudotumor.